Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated in to the heart wall and exhibited high pacing thresholds. Lead perforation was verified through chest x-ray and echocardiogram. The physician chose to explant and replace the lead. This lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.